Event description:
Restenosis was found in two of four overlapping stents eight months after the procedure. Pci was performed on a confirmed restenotic lesion (after competitor's stent) of 31.75mm in length in an unk vessel diameter. The (class c) concentric lesion was described as bifurcated, diffused and moderately calcified. Pre-procedure medications included ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included asa 81mg/day, heparin 100000 units and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atm before deploying four overlapping stents from the distal end of the lesion in the following order: 2.5x23mm cypher at 20 atm, 3.0x18mm cypher at 20 atm, 3.0x28mm at 18 atm and a 3.5x23mm cypher at 16 atm. Post-dilation was performed with a 3.0x18mm balloon at 22 atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 29%.